Manufacturer narrative:
Although no intervention has yet been performed, implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Without return of device (remains implanted), the mechanism and nature of the reported stenosis cannot be identified or evaluated. Stenosis may be due to calcific tissue degeneration, non calcific tissue degeneration, and/or non-structural dysfunction. Stenosis of bioprosthetic valves is dependent on both patient factors and intrinsic properties of the valve itself. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. No information to suggest a device quality deficiency that may have caused or contributed to this event.

Event description:
It was reported that a patient with an edwards aortic bioprosthetic valve implanted in 2002 now presents with aortic stenosis and is being evaluated to receive an implant of a transcatheter aortic valve withing the subject device (valve in valve). No additional information provided to suggest an intervention was performed or scheduled. It was learned that the patient is currently being treated medically.